Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 60 year old female with cardiomyopathy and a pre support clinical state consistent with scai shock stage d was supported with a right axillary/subclavian, surgically placed impella 5.5. The patient experienced multiple episodes of ventricular tachycardia (vt) associated with device positioning. The reported events were associated with device malposition against the septal wall, resulting in recurrent vt and hemodynamic compromise requiring resuscitative interventions. The patient continues on mechanical circulatory support with outcome pending.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial); e1; e3 the cause of the positioning issue was not determined due to insufficient clinical details. The cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Updated/corrected b2 is death. Added d6b explantation date. Added h6 health effect - impact code.